Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles inside the device. A leak test was performed and no leakage was found. A microscopic analysis was performed which did not identify any leakage. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.